Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited failure to capture. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited failure to capture. No intervention was performed. No patient consequences.